Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7108 ipg, implanted: (B)(4) 1994. (B)(4).

Event description:
It was reported that at the device changeout procedure the atrial lead was tested and found to have no capture at maximum output and was unable to sense p-waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.